Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 450 mg/dl and insulin injections were used to address the bg level. The customer changed the cartridge, infusion set tubing and site. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.

Manufacturer narrative:
The device is pending to be returned. It has not yet been returned. If received, a supplemental report will be submitted with the additional information.

Event description:
Additional information received indicated that the customer had reverted to using a non-tandem pump to manage diabetes.